Event description:
It was reported that during a robotic laparoscopic hernia repair procedure, an error appeared indicating ¿arm failure. Use mechanical releases to withdraw.¿. No leds were glowing on the arm cart assembly (aca), and the arm was not booting up. As this was only a three-arm procedure, there was no impact on the surgery since the issue occurred with the aca that was not docked to the patient. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic hernia repair procedure, an error appeared indicating ¿arm failure. Use mechanical releases to withdraw.¿ no leds were glowing on the arm cart assembly (aca), and the arm was not booting up. As this was only a three-arm procedure, there was no impact on the surgery since the issue occurred with the aca that was not docked to the patient. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the arm cart assembly experienced arm failures. A non-recoverable error was found. After restarting the arm cart, it was not booting up, as indicated by certain light emitting diodes (led) being lit, due to a fault detection circuit (fdc) issue. Evaluation of the logs indicated that the arm cart experienced an instance of the fdc tripping due to a low-fault condition. This resulted in the arm cart becoming inoperable. Evaluation of the arm cart assembly confirmed the reported condition. The investigation identified that the most likely cause could be traced to an fdc issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.